Manufacturer narrative:
It was reported that after initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain and irritation. No devices were returned to the manufacturer for evaluation. The device history records for all potential devices intended to be implanted were reviewed (1405-1406 and 1405-1095) and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The other devices explanted in the same revision surgery were also tmc devices which was reported in MDR 3011623994-2022-00057. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. Based on the available information, no deficiencies or failure confirmed/found against any tmc device, nor were there any reported issues with the initial placement or healing of the surgical site. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported after an initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain and irritation. There was no other report of any patient impact or injury as a result of this event.